Event description:
The customer reported that the patient was selected from the queue for treatment - attempting to set up breast tangents. The multileaf collimator (mlc) displayed leaves in the last segment, but not the first open segment. They noticed inside the treatment room that the mlc leaves were closed. They did not proceed with treatment and called the varian help desk. There was no injury reported and no patient data was provided.

Manufacturer narrative:
The investigation revealed that the customer was using an incorrect system configuration. Although there was no reported injury in this case, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. The customer's system configurations have been returned to the original configuration and returned to operation. In addition, a customer technical bulletin will be distributed to our customers describing the expected behavior as recommended in the treatment delivery instructions for use. No additional follow-up to this MDR is expected.